Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected battery power loss and low battery alert due to critical pump error (open book image) alarm.

Event description:
The customer's family reported via phone call that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 130 mg/dl. Customer states the battery was previously used. Customer stated this was second occurrence of replace battery alert in less than 8 hours after a low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.